Event description:
It was reported that during a pta procedure the balloon tracked poorly over the guide wire. After completion of the pta procedure, difficulty was encountered in removing the guide wire through the sheath. The catheter was stuck, therefore, the catheter was rotated clockwise and pulled back. Flouro showed that the wire was exposed and the distal two thirds of the balloon had sheared off. Ultimately, the groin was anesthetized again and the sheath was peeled away. The fragmented portion of the balloon and wire were successfully retrieved. No patient injury occurred.